Event description:
A malfunction alarm with code malf 16 was reported, and it was confirmed that the pump was under warranty. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed by technical support to use multiple daily injections as a backup therapy, and a replacement pump was arranged. Instructions were also provided on how to prepare the pump for return using a pre-paid label, which the customer acknowledged.